Event description:
The patient had a short angulated aortic neck. The physician thought that the initial implant procedure went well. No endoleaks were noted on the final angiogram. However, the one month follow up noted that the graft had been placed lower than desired. The physician thought that this was due to the angle of the c-arm during the initial implant procedure. It was unclear if there was an endoleak or not, so the physician placed a main body extension in case there was one and the desired coverage was obtained.